Manufacturer narrative:
Patient city: kerepes. Patient country: hungary. Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set leakage issue, which led to high blood glucose issue event on 13 apr 2026. The leakage was at tubing as tubing was broken in half.